Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of separation at drip chamber could not be verified due to the product not being returned for failure investigation. A device history record review for model: 10013364, lot number: 21015483, was performed. The search showed that a total of 7,203 in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ (B)(6) secondary set tubing snapped off below the drip chamber. This complaint was created to capture the 1st of 7 related incidents. The following information was provided by the initial reporter: "we just had another secondary tubing set that snapped below the drip chamber on yawkey 8e. Tubing snapped when the rn lifted the medication out of the outer bag dispensed by pharmacy to my knowledge this is the first set that has malfunctioned since we had issues in september."